Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the customer had issues with high blood glucose and ketones. The customer's blood glucose at the time of the call was 149 mg/dl. The customer was treated with manual injection and a bolus. The drive support cap appeared normal. The parent was advised to store insulin at room temperature to avoid air bubbles and was assisted in priming out air bubbles which were in the tubing. No leaks were found. The insulin pump passed the high pressure test. The parent was advised to change the change the set, reservoir and insulin and treat per a health care professional's instruction. The parent reported that they had overtreated and the blood glucose went down to 43 mg/dl. The customer was treated with sugar free drinks and a snack no product will be returned.